Event description:
During a posterior vitrectomy surgery there was a sudden rise in intraocular pressure which caused the previous cataract surgery wound to burst open. Sutures were used to close the wound.

Manufacturer narrative:
This form has been completed by the MFR.